Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of foreign material and sheath obstruction was encountered. It was reported that while the physician was preparing for transseptal with a brt needle, the needle was not going through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small dilator easily. The physician reported resistance when trying to advance it. The needle was getting stuck and was not advancing when push it through the dilator, stated feeling like it was getting caught in something inside the dilator. The physician eventually pushed the brk needle through the tip of the dilator, but he did not note if anything was dislodged. However, he still had resistance when he attempted to advance the needle again. At that point they noticed plastic shavings coming out of the tip of the dilator. Device investigation details: an investigation has been completed on photos provided by the customer. According to pictures, an external material was observed on sheath. Also, the sheath was observed damaged, probably by excessive force or manipulation, but this cannot be determined at this moment. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Please note: the h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and an issue of foreign material was encountered. It was reported that while the physician was preparing for transseptal with a brt needle, the needle was not going through the carto vizigo" 8.5f bi-directional guiding sheath small dilator easily. The physician reported resistance when trying to advance it. The needle was getting stuck and was not advancing when push it through the dilator, stated feeling like it was getting caught in something inside the dilator. The physician continued with the case by not using the dilator/sheath and needle. There were no patient consequences reported. It is unknown the degree of blockage, the physician eventually pushed the brk needle through the tip of the dilator, but he did not note if anything was dislodged. However, he still had resistance when he attempted to advance the needle again. At that point they noticed plastic shavings coming out of the tip of the dilator.